Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Patient information is not generally available due to confidentiality concerns. (B)(4). Concomitant product: 6932 implantable tachy lead: (B)(6) 2002; 4189 implantable pacing lead: (B)(6) 2001. The physician didn't have any complaint with the product. (B)(4).

Event description:
It was reported the patient was admitted to the hospital due to a pocket infection. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.